Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.

Event description:
It was reported by the patient's sister, that the patient was taken to the emergency room on (B)(6) 2025 with diabetic ketoacidosis (dka). Blood glucose levels reached 830 mg/dl while wearing the pod. The patient's sister reported the pod and expired and ran out of insulin. The patient did not have more insulin, so he was taken to the emergency room by his sister. Symptoms reported include hyperglycemia and being incoherent. The patient was treated with an intravenous treatment (specific contents not specified). The patient was released the same day. The pod was worn when seeking medical attention.